Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, during robotic laparoscopic colon resection, the device did not fire. Another stapler was opened and used successfully to complete the case. There was no patient injury.